Manufacturer narrative:
1 xia monoaxial screw 6.5 x 50mm, cat: 03800650, lot# b05643 was also damaged during surgery and not implanted. Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
(B)(6) nurse of the hospital reported to our salesrep (B)(6) that she was observing a surgery procedure. During this she observed that during inserting the first blockscrew it was damaged. That one was insert sturdy. At the attempt to insert the second screw this was no longer possible. Because of this event there was a delay of 10 min. The surgery was completed.